Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress and troubleshoot testing without duplicating the customer's report. The log review confirmed that the device was operating in rescue protocol while used with the lucas CPR device, resulting in repeated shock-advised analyses without shock delivery. The device performed as designed; the issue was due to the selected operating mode. The investigation was reviewed with the customer and they will be retraining staff. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 57-year-old male patient, the device was unable to analyze. Complainant indicated that the patient subsequently expired.